Event description:
On 4/17/2025, it was reported by a sales representative via email that an ar-2370bl knotless ac tightrope with dog bone button repair system was involved in an intraoperative issue during an ac reconstruction procedure on (B)(6) 2025. During the surgery, the surgeon drilled through the clavicle and coracoid using an ar-2257d-30 drill and passed a passing wire. The tightrope was placed, and the dog bone button was secured onto the coracoid. However, while attempting to tighten the tightrope, the surgeon encountered difficulty getting it to slide properly. Upon applying additional force, the pull suture snapped at the tightrope mechanism. As a result, the surgeon had to cut the tightrope off the clavicle side and remove the dog bone button from beneath the coracoid. The components were fully removed, and the ac reconstruction was completed using an ar-2370bl knotless ac tightrope with dog bone button repair system. The issue caused approximately a two-minute delay, but no additional anesthesia was administered, as confirmed by the crna in the operating room.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.